Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 9/25/2014 and further evaluated by lifescan product analysis on 10/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch ping) read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "between 300mg/dl and 400mg/dl" with the subject meter and results in the 200mg/dl range on another device, when performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.